Manufacturer narrative:
Procode/PMA/510(k) number: please note that this device was used in an off-label manner as it was implanted for multi-lead (4x) dbs system with both gpi and stn. Related regulatory report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was suspicion that one of the patient's implantable neurostimulators (ins) was inhibiting the effects of the other system when it was turned on. The patient had two inses with four total leads:  two leads in the subthalamic nucleus (stn) and two leads in the internal globus pallidus (gpi). The gpi system was thought to be inhibiting effect of stn system. Additional information was received indicating the patient has subsequently developed oromandibular dystonia. It appeared that the dystonia was a part of the patient's disease rather than a side effect of their medications or the dbs device/therapy. However, the stn appeared to be blocking any benefit from the gpi. The patient currently was being treated with the gpi on and the stn off to relieve the oromandibular dystonia but the parkinson's control has deteriorated. The plan is to revisit the stn settings with a new monopolar review to see if a specific contact is responsible for this interaction.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was stated that the stn stimulator was turned off and the gpi stimulator was left on. Turning off the stn has resolved the increased facial dystonia. When the stn is turned back on, there is an immediate increase in facial tightening.